Event description:
It was reported that the biomed stated that the arctic sun device was having issues cooling and wouldn't reach below 70f. Stated that they had a pad connected and a patient temperature simulator to test. Per additional information updated from ttm on 26aug2025, biomed had device that was not making cold water. They stated they no longer hears the "compressor turn on" and would like someone to come out and repair the device. Sn: (B)(6) . Per sample evaluation results on 18dec2025, per wo autofill cycle timed out. Device did not fill during first cycle attempt.

Manufacturer narrative:
The reported event was confirmed. The device was evaluated upon receipt. During evaluation it was found that the device did not fill during the first autofill cycle. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.